Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated that there is air in the patient line. The tsr recommended that hp end therapy and start over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. The patient stated that he did not observe any holes or leaks in the supplies, however, he discarded the supplies and started over with new ones. The patient resumed therapy with no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm occurred was not confirmed due to a lack of sample, therefore, the root cause could not be determined. Batch review was performed on the available lot number with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).